Manufacturer narrative:
Pending return of device and lot number info. Investigation pending.

Event description:
While performing an anterior cervical procedure, the restrictor plate removal driver did not engage the restrictor plate causing the restrictor plate and screw to fall into the surgical site. Both were removed from the pt by the surgeon without injury to the pt. There was no reported extension of surgical time.